Manufacturer narrative:
As the exact date of the 3 month follow up was unknown, it is estimated to be on or about (B)(6) 2019. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On an unknown date, approximately one week later form the initial procedure, follow-up computed tomography angiography reported to show a pseudoaneurysm distal to the right internal iliac artery (riia). The pseudoaneurysm was reported to not be associated with a gorerelated to gore® device. On (B)(6) 2018, the patient underwent reintervention for treatment of the pseudoaneurysm and the riia was coil embolized and initial devices on the right side were relined with a contralateral leg endoprostheses and an iliac extender endoprosthesis. The patient tolerated the procedure. On an unknown date, approximately 3 months post initial implant, follow-up imaging reportedly showed a type ii endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2019, the patient underwent reintervention for treatment of the type ii endoleak and aneurysm enlargement. The inferior mesenteric artery, the abdominal aortic aneurysm and the left internal iliac artery were coil embolized. A contralateral leg endoprosthesis was implanted distally to extend coverage the iliac extender endoprosthesis implanted initially. At this time imaging showed that the proximal end of the ipsilateral leg was slightly compressed by a contralateral limb. The compressed endoprosthesis was caused by that the proximal end of the contralateral limb had been tripled (two contralateral leg endoprostheses and one iliac extender endoprosthesis were overlapped at the proximal end of the contralateral limb.). A stent was implanted in the proximal of the ipsilateral leg to treat this compressed endoprosthesis. The patient tolerated the procedure.